Event description:
The hosp claims that the graft was implanted 6/30/1997, as an axial bifemoral lower, abdominal aortic replacement graft. On or about 7/25/1997, the pt developed a red rash on his extremities and torso with itching. The pt claims the symptoms still persist to this day. Note: on 2/24/1999 we learned that the pt is getting ready to undergo allergen testing and a segment of an unused polyester graft, sent to the hosp at their request, will be tested for allergens.